Event description:
It was reported that the patient presented in clinic due to a loss of capture of the right atrial (ra) lead. An x-ray revealed that the ra lead had a lead slack issue and was dislodged due to twiddler's syndrome. It was also noted that the patient¿s pacemaker had migrated and was rotated due to twiddler's syndrome, and that the right ventricular (rv) lead had no slack. The right atrial (ra) lead was explanted and successfully replaced. The patient remained stable throughout.

Event description:
Additional information indicated that the patient's pacemaker and right ventricular (rv) lead were re-sutured to secure their position. Additional slack was also added to the rv lead. The patient remained stable.